Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly and damage (physical or cosmetic). The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-243at, and mmt-1780kpk. The customer has been using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-243at. Mmt-1780kpk was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, broken belt clip rails, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Cosmetic damage on the battery compartment (corner of the belt clip rails), battery tube threads, and belt clip rails is confirmed. The pump history file lists thirteen (13) boluses on the event date, 12/10/2024, listed below: (B)(6)2024 00:04:52.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6)2024 00:21:12.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6)2024 00:59:30.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.1 bolusamountdelivered = 3.1 (B)(6)2024 03:29:52.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7 (B)(6)2024 04:01:42.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.3 bolusamountdelivered = 1.3 (B)(6)2024 04:57:48.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.2 bolusamountdelivered = 4.2 (B)(6)2024 05:06:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.9 bolusamountdelivered = 0.9 (B)(6)2024 05:10:11.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6)2024 05:16:58.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.4 bolusamountdelivered = 0.4 (B)(6)2024 05:25:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7 (B)(6)2024 05:55:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.6 bolusamountdelivered = 1.6 (B)(6)2024 06:00:24.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.6 bolusamountdelivered = 1.6 (B)(6)2024 15:45:00.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.2 bolusamountdelivered = 5.2. Please see below for the daily total of all insulin delivered on the event date, 12/10/2024: (B)(6)2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = (B)(6)2024 00:00:00.000. Dailytotalofallinsulindelivered = 27.725. Dailytotalofbasalinsulindelivered = 4.525. Dailytotalofbolusinsulindelivered = 23.2. There were no auto suspend events on the event date, 12/10/2024. Please see below for the user suspend on the event date, 12/10/2024: (B)(6)2024 02:33:50 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 03:30:48 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 07:30:43 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 07:49:33 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 09:55:01 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 15:46:07 insulindeliverystopped reasonfoinsulindeliverysuspension: usersuspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.